Event description:
As reported by the user facility: safety clip did not engage, resulting in a nsi to clinician. Protocol for accidental needlestick injury followed. No add'l info regarding incident available upon request.

Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the MFR to be evaluated. Without the sample a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR, b. Braun medical industries.